Event description:
The reporter stated that the surgeon inserted a aa4204vf single piece silicone lens. The lens tore upon insertion into the eye. The lens was removed without enlarging the incision. Surgery was completed with another lens. No pt injury.